Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that during a routine device replacement procedure, the physician accidentally cut the right ventricular (rv) coil pin from the proximal end of the lead during the pocket dissection. The high voltage portion of the lead was capped and replaced and the pace/sense portion remains in use. No patient complications have been reported as a result of this event.